Manufacturer narrative:
A ge svc rep performed an on site investigation. The cpu, backplane, ffb, and x-ray controller boards were replaced. The software was re-installed during the svc call. The system was tested and found to be working as intended and put back into svc.

Event description:
It was reported that the 9800 system was unable to retrieve images. No pt injury was reported.